Event description:
It was reported by the customer that the device would not shock during use on a pt. The outcome of the pt was not reported.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. The cause of the reported failure was not determined.